Event description:
The customer observed falsely increased architect total (B)(6). Reagent results for two patients. The customer provided the following results (miu/ml): sid (B)(6) ((B)(6) 2015) initial 30.7 miu/ml, retest < 1,2 miu/ml; sid (B)(6) ((B)(6) 2015) initial 46.1 miu/ml, retest < 1,2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, review of master lot release data, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using lot 41902ui00 ; testing met the acceptance criteria and determined the reagent is performing acceptably. Master lot release testing passed all specifications. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 41902ui00 , was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.